Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: one used device sample was received in a plastic bag. During the visual inspection it was identified that the eyelet of the flange is broken. The complaint was confirmed. The probable cause was due to an error during manufacturing. A retrospective review of a twelve (12) month period (mar 2024 to mar 2025) was made for complaints originated related to this issue and no additional complaints were identified for the reported part and lot number.

Event description:
It was reported that there was a split on the flange of the tracheostomy tube. The device was in use and the patient required an emergency tube change. The patient was not harmed and apart from the tube being changed did not require medical intervention.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Evaluation codes: updated. At the time of this report, no product or photos were received at the investigation site therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.